Manufacturer narrative:
Additional information: mean and mode used. Publication date used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Keratitis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Keratitis is an established risk associated with use of the device, which is clearly specified in the product'' labeling. Based on the information received from the surgeon, the root cause of the reported event is unrelated to the stent device. MFR# reference: (B)(4).

Event description:
The following was reported through a review an article titled " mid-term evaluation of the safety and efficacy of the istent trabecular micro-bypass system combined with phacoemulsification". Reportedly, there was one (1) case of viral keratitis noted at one (1) week postoperatively requiring topical treatment, and the event resolved within the first postoperative month. The final visual acuity of this patient was 20/20. Through follow-up, the surgeon clarified that stent did cause or contribute to the event of viral keratitis. The reported event was independent with stent implantation. Any omitted information was not provided at the time of this report. Please see the attached article for further details.

Manufacturer narrative:
Correction: h1. MFR# reference: 30980.